Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported blood glucose value of 367 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event:troubleshooting was performed for the event. The event involved product(s) mmt-332a, mmt-386a, mmt-1880l. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm. Pump passed 5u fillcannula test.customer reported high bgs. Customer has been using the insulin pumpsystem within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-386a. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible under delivery anomaly not confirmed. There were no delivery alarms noted on the event date 09-jul-2024 in the pump history file listed below on the history review. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, cracked display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date 09-jul-2024. Please see below for the boluses listed on the event date 09-jul-2024 in the pump history file. On (B)(6)2024 08:22:07.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 41000 (4.1 u). Bolus amount delivered: 7000 (0.7 u). On (B)(6) 2024 08:27:55.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 34000 (3.4 u). Bolus amount delivered: 22000 (2.2 u). On (B)(6)2024 08:28:40.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 12000 (1.2 u). Bolus amount delivered: 500 (0.05 u). On (B)(6)2024 08:41:01.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 12000 (1.2 u). Bolus amount delivered: 12000 (1.2 u). On (B)(6) 2024 09:39:15.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). Please see below for the daily total of all insulin delivered on the event date 09-jul-2024 in the pump history file. On (B)(6)2024 00:00:00.000 daily totalsg670 (63) daily total collection start time: (B)(6)2024 00:00:00.000, daily total of all insulin delivered: 356000 (35.6 u), daily total of basal insulin delivered: 294500 (29.45 u), daily total of bolus insulin delivered: 61500 (6.15 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 09-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-on (B)(6)2024 in the pump history file. On (B)(6) 2024 08:22:07.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2024 08:27:55.000 alarm alert notification (40) faultnumber: nodelivery (7) - during bolus. On (B)(6)2024 08:28:40.000 alarm alert notification (40). Faultnumber: nodelivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery (7) alarm - not confirmed. Please see below pertaining to svn000317735609 and event date 30-jun-2024. Please see below for the boluses listed on the event date 30-jun-2024 in the pump history file. On (B)(6)2024 01:34:15.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 52000 (5.2 u) bolus amount delivered: 52000 (5.2 u) on (B)(6)2024 01:52:41.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u) on (B)(6)2024 01:54:14.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u) on (B)(6)2024 01:55:23.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 5000 (0.5 u) bolus amount delivered: 5000 (0.5 u) on (B)(6)2024 08:03:41.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 7000 (0.7 u) bolus amount delivered: 7000 (0.7 u) on (B)(6)2024 13:38:25.000 normalbolusdelivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 61000 (6.1 u) bolus amoun tdelivered: 61000 (6.1 u) on (B)(6)2024 14:39:17.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 41000 (4.1 u) bolus amount delivered: 41000 (4.1 u) on (B)(6)2024 14:54:55.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 8000 (0.8 u) bolus amount delivered: 8000 (0.8 u) on (B)(6)2024 15:17:13.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 5000 (0.5 u) bolus amount delivered: 5000 (0.5 u) on (B)(6) 2024 15:34:03.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 24000 (2.4 u) bolus amount delivered: 24000 (2.4 u) on (B)(6) 2024 15:49:39.000 normalbolusdelivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 16000 (1.6 u) bolus amount delivered: 16000 (1.6 u) on (B)(6) 2024 15:52:35.000 normalbolusdelivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: 28000 (2.8 u) bolus amount delivered: 28000 (2.8 u) on (B)(6) 2024 17:56:00.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 75000 (7.5 u) bolus amount delivered: 75000 (7.5 u) on (B)(6)2024 19:47:43.000 normalbolusdelivered (220) bolusprogrammingmethod: manual bolus (0) normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 20000 (2 u) please see below for the daily total of all insulin delivered on the event date 30-jun-2024 in the pump history file. On (B)(6)2024 00:00:00.000 daily totalsg670 (63) daily total collection start time: (B)(6)2024 00:00:00.000 daily total of all insulin delivered: 641250 (64.125 u) daily total of basal insulin delivered: 244250 (24.425 u) daily total of bolus insulin delivered: 397000 (39.7 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 30-jun-2024 in the pump history file. On (B)(6) 2024 11:48:44.000 insulin delivery stopped (30) reason foinsulin delivery suspension: user suspended (2) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 30-jun-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.